Event description:
The user reported that while trying to remove the stent from the pt the suture broke which in turn broke a piece of the stent off. The physician was able to grab the distal suture and successfully removed the stent from the pt. No harm or injury was reported. The user stated that the stent was placed about two weeks prior to removal. The implantation date provided in this report is an estimate.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the investigation has been completed.